Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a handpiece caused a system message to display and over heated before a procedure. There was no patient involved.

Manufacturer narrative:
The customer reported that the phaco handpiece overheated and was unable to calibrate before surgery. There was no patient involved. The phaco handpiece was received and a visual assessment of the returned sample showed no issues. The phaco handpiece was primed and tuned with no issues. A five (5) minute burn in test was run at 100% ultrasonic and torsional power and had no issues. The wet stroke test was performed and passed all tests. The flowrate test was performed and the irrigation and aspiration met specifications. Lastly, the phaco handpiece temperature was tested and there were no issues. The phaco handpiece met all product specifications. The phaco handpiece was manufactured on august 1, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 6 months did not indicate any additional related reports for this phaco handpiece serial number. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).